Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, stent dislodgement and foreign body in patient appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending (lad) coronary artery with heavy calcification. The patient was treated with a 2.5x18 mm xience sierra. The patient experienced no untoward effects as a result of the failure to cross. The 2.25x15 mm xience sierra was advanced to treat the distal lad, but it got caught on the heavy calcium in the proximal lad. When the stent delivery system (sds) was retracted, the stent dislodged from the sds. A smaller dilatation catheter was inserted through the dislodged stent, which was deployed in the proximal lad. Another xience sierra was able to cross the distal lad. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.